Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low sensing and high threshold was noted. Lead dislodgement was verified via x-ray. The lead was repositioned successfully. Patient was well after the event.